Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised in order to reposition the distal tip on the right. Additional information received states that prior to repositioning the right cylinder was out of the distal corpus just underneath the skin. Following repositioning the right cylinder was in the distal corpus in the glans penis. There were no patient symptoms or complaints. The patient did not feel any pain due to spinal cord lesions which resulted in him not feeling any problems in this area. The patient just saw that the distal tip was not in the correct position. The patient first noted the device issue on (B)(6) 2019. Following the revision surgery the device was in a good position.